Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient felt like they were being "shocked" by their implantable pulse generator (ipg). Intermittent under sensing on the atrial channels during atrial tachycardia / atrial fibrillation (af) episodes due to blanking period was also noted. The ipg and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.